Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) was consulted and determined that this was likely a false positive indicator, due to magnet application during the loaded battery measurement. Ts indicated that full telemetry function could be restored via an upcoming software update; however, device data is required to confirm. This pacemaker remains in service. No adverse patient effects were reported.